Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. No additional actions are currently required given that this issue will continue to be tracked per wo (B)(4) (quality data review meetings).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument did not energize. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that thermal damage was confirmed on the instrument and was noticed during the procedure. Arcing was not observed, but its occurrence remains uncertain. The instruments in use at the time included a fenestrated bipolar forceps instrument, while the origin of potential arcing is unknown. No adverse events or patient injuries were reported. Additionally, no photographic images or video recordings of the procedure are available for review.